Event description:
Per independent repair center statement, unit will not alarm. The key failure was that the on/off switch on the control panel had a short circuit. Additional malfunction is the intake filter had a missing component.